Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, inspected cartridge and pump connection area, cleaned connection area as instructed, reattached cartridge securely, and successfully completed load process to resume insulin delivery with guidance from technical support.